Event description:
Customer claims that the patient's tube became blocked. The patient vomited due to stomach distention, and the non-weighted section of the tube was removed. The weighted section of the tube was missing. It was suggested by the health staff that it passed in the patient's bowel movement. The patient was not reintubated. No patient injury is reported.